Event description:
It was reported that during an iliac artery stenting procedure, stent deployment difficulties were encountered. The lesion being treated was located in the right iliac, and the approach was ipsilateral. Following predilation, the physician began to deploy the epic 8x41 stent. The stent was only partially deployed when the thumb wheel locked up. Therefore, the physician attempted to remove the stent delivery system in an attempt to deploy the epic vascular stent, and the stent moved approximately 2 cm below the intended location and was deployed. Another manufacturer's stent was then deployed to fully cover the lesion. No pt complications were reported, and pt status was reported as "stable". This product is only ous approved but it is similar to an approved us device.